Manufacturer narrative:
Date sent to the FDA: 01/21/2020. Two needle-suture pieces and one empty labeled winding former of product lot mah047 were received for analysis.. The product code is double armed. During the visual inspection of the needle-suture pieces, marks on the body needle and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. Also damaged on the suture pieces were noted. Due to the condition of the sample the functional test can¿t be performed. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please verify the number of devices that had suture breakage in this procedure. Six. Did all devices had suture breakage during use on the patient? No. Device return status/follow up? Noted.

Event description:
It was reported that the patient underwent an aortic valve replacement and coronary artery bypass grafting procedure on (B)(6) 2019 and the suture was used. During the surgery, the suture breakage occurred. Another like device was used to complete the procedure. There were no patient consequences reported.